Event description:
The customer received questionable results on intact human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The initial result was 0.313. The customer runs hcg+b in duplicate to verify results. The first repeat result was 981.6, accompanied by a data flag. The second repeat result was 1003, accompanied by a data flag. The initial result was reported outside of the laboratory. The customer considered the second repeat result to be the correct result and issued a corrected report, following the repeat testing. There was no adverse event. The hcg+b reagent lot in use was 16758402, with an expiration date of 07/31/2013. The field service representative could not find a cause. No remedial action was taken. As a preventative measure, the sample/reagent probe x rack sampling adjustment was completed. He also performed verification testing. The unit met specifications.

Manufacturer narrative:
The information provided by the customer was evaluated. The calibration is within expectation and the qc results were within ranges; so no reagent issue is evident and no instrument issue was identified. It was noted that the sample centrifugation time was not according to recommendation and could be a possible cause for the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.